Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01232. It was reported the patient complained when he turns his neck he feels a tugging at the scs ipg site and then his neck area is sore. Follow-up identified the patient continues to experience a sudden tug on his neck area, and his scs stimulation has totally stopped. A sjm representative met with the patient and attempted reprogramming the patient's scs system but found multiple lead contacts with high impedance. Additional follow-up identified the patient's scs leads were explanted and replaced with a different model lead. The patient reported receiving effective stimulation therapy postoperative. In addition, the patient stated he was satisfied with the results of the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.